Event description:
It was reported that the cordless driver 4 has sticky triggers during testing at the user facility. Customer could not confirm if the device caused any run on or not. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was duplicated by the repair technician through functional evaluation, disassembly and visual inspection. The trigger assembly was affected by corrosion and the device exhibited low torque. Corrosion may cause the failure for sticky triggers. The trigger assembly was cleaned and the e box was replaced. The driver passed all final inspection activities and returned to the account.